Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in an av fistula the pta balloon catheter shaft allegedly leaked before inflation. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. The device was inflated with water, and a leak was identified at the proximal balloon butt joint. Upon closer examination, a partial break at the butt joint was identified, resulting in the leak. Therefore, the investigation is confirmed for the reported leak, as well as for a break at the butt joint. The partial break at the glue butt joint resulted in the identified leak. However, the definitive root cause for the partial break could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during an angioplasty procedure in an av fistula the pta balloon catheter shaft allegedly leaked before inflation. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.